Event description:
Supplemental report is being submitted due to the completion of the investigation on 17-may-2024.

Manufacturer narrative:
PMA/510(k) # p200023 device evaluation the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/or label. There is no evidence to suggest that the customer did not follow the instructions for use. Restenosis or thrombosis of the stented vein is listed in ifu0047-5 as a potential adverse event. Image review an image was not returned for evaluation. Root cause analysis definitive root cause could not be determined. Possible root cause was determined to be due to the patient taking themselves off their prescribed anticoagulation medication. As per information received, at the 3 years follow up the doctor reported that the patient had recently taken themselves off their prescribed anticoagulation. After that the patient developed a dvt. Deep vein thrombosis (dvt) is a medical condition that occurs when a blood clot forms in a vein located deep inside your body. A blood clot is a clump of blood that¿s turned to a solid state. Dvt usually affects the large veins in the lower leg and thigh, and the clot can partially or completely block blood flow. Anticoagulants are medications that help prevent blood clots by reducing the blood's ability to clot. They are often prescribed to people at risk of developing blood clots, such as those with deep vein thrombosis (dvt) or atrial fibrillation. When a patient stops taking prescribed anticoagulants, it increases the risk of problems such as deep vein thrombosis as it can result in the formation of blood clots which blocks the flow of blood to the vessel, the affected part can become starved of oxygen and will stop working properly. It should be noted that when the doctor saw the patient after this, the doctor stated that the stent did not appear to be thrombosed in spite of the dvt. The patient had a previously placed option ivc (inferior vena cava) filter that had not been removed. Ivc filters are a special basket like filter to trap clots and are inserted into the inferior vena cava. These can be permanent or temporary depending on the patients needs. It is not known whether this filter was a removable filter or a permanent filter. Filters can be left in the patients for different periods of time depending on the patients need and type of filter used. It could be a possibility that the filter could have been left in the patient for longer than intended. If this were the case, there could be a risk of filters becoming damaged/worn which can raise a patients risk to develop deep vein thrombosis. As previously mentioned restenosis or thrombosis of the stented vein is listed in ifu0047-5 as a potential adverse event of this device. A possible stent migration was also reported where the doctor observed the stent had migrated approximately 3-4cm cranially into the ivc. An expert physician was consulted on the matter and stated the following: ¿I¿m skeptical about whether the stent actually moved after almost 7 years. Stents become fully incorporated into the vein usually within weeks or months. I suspect that the issue may not be a migration but image parallax instead.¿ from information that was received after the complaint was raised, it was stated that upon further evaluation by the physician, it was apparent the stent had not migrated but due to image parallax, appeared it had. The stent is fully patent in good condition, and in its original position. Confirmation of complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, the patient received a zilver vena venous stent as part of the us vivo ide trial in 2016. At the 3-year follow-up in the fall of 2019, the stent had not moved. According to the doctor, the patient recently took themselves off of their prescribed anticoagulation. They developed a dvt and presented at the hospital. Confirmed quantity of 1 device, confirmed used. According to the initial reporter, the stent is fully patent and in good condition. No additional actions were reported for this event. Investigation findings conclude that a definitive root cause could not be determined. Possible root cause (s) were determined to be due to the patient taking themselves off of their prescribed anticoagulation medication or the possibility that if the ivc filter was left in too long, could have contributed to the dvt.

Event description:
As initially reported to customer relations: a patient received a zilver vena venous stent as part of the us vivo ide trial sometime in 2016l. I [district manager] believe the stent was placed in the right common iliac vein and was appropriately placed cranially 0.5-1.0 cm into the ivc. The stent was 140mm (14cm) long and extended down into the right external iliac vein. The doctor does not recall the stent diameter (14mm or 16mm), and therefore cannot report the g#. District manager followed up with the physician and the following information from the district manager and physician was provided as an update on 19sept2023. I [district manager] had a follow yo conversation with the physician and upon further evaluation, it was apparent the stent had not migrated but due to image parallax, appeared it had. The stent is fully patent in good condition, and in its original position. Nothing to report here. Th 20sept2023. At the 3-year follow-up in the fall of 2019, the stent had not moved. According to the doctor, the patient recently took themselves off of their prescribed anticoagulation. They developed a dvt and presented at the hospital last week sometime. The doctor recently saw the patient again and observed the stent had migrated approximately 3-4cm cranially into the ivc. The stent did not appear to be thrombosed in spite of the patient¿s femoral vein dvt. The patient had a previously placed option ivc filter that had not been removed. The doctor reported that the patient was very active and lifts weights regularly including squat exercises. He suggested that the movement may have been caused by vigorous weightlifting causing a rapid increase in central venous pressure and corresponding iliocaval dilation. It is not definite that the stent migrated, however. An expert physician was consulted on the matter and stated the following: ¿I¿m skeptical about whether the stent actually moved after almost 7 years. Stents become fully incorporated into the vein usually within weeks or months. I suspect that the issue may not be a migration but image parallax instead.¿

Manufacturer narrative:
PMA/510(k) #p200023. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.